Manufacturer narrative:
Subject device not available for evaluation.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient experienced multiple strokes. The physician believes that the strokes were due to the guidewire perforating a vessel. No additional information was provided.

Event description:
It was reported that a patient in her late fifties presented with an unruptured aneurysm. The patient underwent treatment of the aneurysm. Post procedure, a vessel perforation was noted. Multiple strokes occurred on the contralateral side overnight and into the next day. No action was taken as major infarction was identified in several areas. It is unknown when the strokes resolved. The patient is currently on ventilation due to acute respiratory distress system which is unrelated to the event. The physician believes that difficulty torquing the guidewire let to the reported vessel perforation.

Event description:
It was reported that a patient in her late fifties presented with an unruptured aneurysm. The patient underwent treatment of the aneurysm. Post procedure, a vessel perforation was noted. Multiple strokes occurred on the contralateral side overnight and into the next day. No action was taken as major infarction was identified in several areas. It is unknown when the strokes resolved. The patient is currently on ventilation due to acute respiratory distress system which is unrelated to the event. The physician believes that difficulty torquing the guidewire let to the reported vessel perforation.